Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusion can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there were zero unit boluses observed in the bolus history. The pump was exercised for 24 hours; no unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There was no damage found to the keypad. All buttons respond to presses appropriately. The keypad was removed and no hypersensitive or defective button contacts were found. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. Software version: e3a, date of manufacture: 10/2009.

Event description:
The reporter, the patient's father, reported the insulin pump gave multiple 0.0 unit boluses without user intervention. The patient did not report experiencing any symptoms of high or low blood glucose levels and did not seek medical attention or treatment. Troubleshooting revealed the keypad was not sticking or unresponsive and the patient's technique was correct. No adverse event was associated with this issue.